Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) final investigation. The device was evaluated by olympus, and it was confirmed that the nozzle was clogged with foreign material. However, the specific material could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the clogged device required cleaning which caused a procedural delay. It is likely that the nozzle was not properly inspected prior to use per the instructions for use (IFU). If the inspection of the device was performed according to the IFU, the procedural delay may not have occurred. However, the root cause of the event could not be determined. The event can be detected/prevented by following the IFU which state: operation manual 3.8: inspection of the endoscopic system. ¿inspection of the air-feeding function.¿ ¿inspection of the objective lens cleaning function.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was cleaned according to the requirements. Also, suction was observed during the procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic colonoscopy procedure, the nozzle of the colonovideoscope was blocked with foreign matter of unknown origin. As such, the procedure was delayed by 30 mins to an hour to wash the scope. However, the procedure was able to be completed with another new device. There were no reports of patient harm.